Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation before generator replacement procedure, high pacing threshold in rv lead was observed. Lead was capped and replaced. Patient's condition was fine.